Event description:
It was reported that the device exhibited oversensing on the right atrial channel. The device was reprogrammed and remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.